Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed resetting the event and discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed resetting the event and discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that troubleshooting was performed which showed all shock impedance measurements were less than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received mentioning that the r waves were observed low. The shock impedance continues to be high, out of range and is higher when the patient lies on the side. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed resetting the event and discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that troubleshooting was performed which showed all shock impedance measurements were less than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.